Manufacturer narrative:
G4: 17jun2020. B4: 18jun2020. The data acquisition board was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
It was reported that the unit declared a "machine and pressure sensor autozero failed" alarm. There was no patient involvement. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The fse replaced the data acquisition (da) printed circuit board assembly (pcba) and the issue was resolved.